Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on may 24, 2021. Device evaluation summary: according to the information received, the patient experienced a deflation in the sal smooth rnd diap 300cc breast implant. The product was returned to mentor for evaluation. Mentor then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sal smooth rnd diap 300cc breast implant was found to be deflated. A tear and a missing material was found on anterior view measuring 0.8 cm and 1 x 1 cm respectively. Microscopic examination was performed on the edges of the tear, and parallel striations were found in an area of the tear on the anterior view, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause in the remaining area of the tear could not be identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information: on (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Photo investigation summary: upon visual evaluation of the image provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 300cc saline mentor smooth round moderate profile breast implants and experienced deflation on the left side postoperatively. The deflation was confirmed with an ultrasound. As a result, the patient underwent device removal and replacement with an unspecified breast implant on (B)(6) 2021.